Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025 at 4:00am, the patient woke up and noticed the cgm was 100 mg/dl. He checked a fingerstick and it was 512 mg/dl. While checking his bg, the felt weak, tired, nauseous and eventually vomited. He contacted his doctor for advice and the doctor advised him to go to the emergency room. The patient removed the wearable prior to going to the ER. Upon arrival at the hospital, the patient's bg was 513 mg/dl. He was treated with 3 units of insulin. A short time later, his bg was checked again and it was 496 mg/dl. Around 9:00pm, the patient's bg was checked and it was 200 mg/dl. The patient was discharged the same day. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025 at 4:00am, the patient woke up and noticed the cgm was 105 mg/dl. He checked a fingerstick and it was 596 mg/dl. While checking his bg, the felt weak, tired, nauseous and eventually vomited. He contacted his doctor for advice and the doctor advised him to go to the emergency room. The patient removed the wearable prior to going to the emergency room. Upon arrival at the hospital, the patient's bg was 513 mg/dl. He was treated with 3 units of insulin. A short time later, his bg was checked again and it was 496 mg/dl. Around 9:00pm, the patient's bg was checked and it was 200 mg/dl. The patient was discharged the same day. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.